Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to exhibit loss of capture (loc) on the atrial channel. Boston scientific technical services (ts) was consulted and reprogramming options were offered. No adverse patient effects were reported. At this time, this device system remains in service.